Event description:
I was informed that when circulator was disconnecting disposable suction irrigator from the saline bag, it turned on by itself and sent up a puff of smoke, then stopped working. It was also leaking some fluid during the case at the trumpet valve. Manufacturer response for suction irrigator, strykeflow 2 disposable suction/irrigator system (per site reporter). Awaiting response.